Manufacturer narrative:
(B)(4).

Event description:
A clip was found broken at the hinge under laparoscopic during a laparoscopic hepatectomy. Therefore, a new cartridge was opened to complete the operation.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip was found broken at the hinge under laparoscopic during a laparoscopic hepatectomy. Therefore, a new cartridge was opened to complete the operation.